Manufacturer narrative:
Product event summary: at analysis it was noted that the stylus and cursor did not align on the screen and that the programmer failed its calibration, however it was additionally noted that after the flex cable was unplugged and reconnected to the xy board the calibration was able to be successfully performed and that the stylus did stay aligned with the cursor after a couple of days when the programmer was turned off and on was opened/closed several times. The programmer passed its safety and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.